Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/26/2024, it was reported by a distributor via (B)(4) that an ar-2384 quad tendon stripper could not cut the tissue during a quad tendon graft harvest because it was dull. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged, quad tendon stripper-cutter, ar-2384/ batch 012331, was received for investigation. Visual evaluation noted no problems with the device. Functional testing noted that the cutter worked as intended. No problem found.